Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) representative that the water bag spike of an mr290 autofeed humidification chamber broke during use. No patient consequence was reported.

Manufacturer narrative:
(B)(4).the complaint device is currently en route to fisher & paykel healthcare in (B)(4). We will provide a follow up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) representative that the water bag spike of an mr290 autofeed humidification chamber broke during use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint mr290 autofeed humidification chamber was not returned to fisher & paykel healthcare for evaluation. We have requested further information from the customer, however, we did not receive a response. Without the return of the complaint device we are unable to determine the cause of the problem reported by the customer.